Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The customer reported that the system's footswitch was unable to charge. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should make sure that all checks and actions have been completed satisfactorily before using the product for its intended purpose. The user is instructed not to use the product for any application until they are sure that their routine checks have been completed satisfactorily. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome

Event description:
It was reported to philips that the system's footswitch was unable to charge. No harm to the patient or user was reported. Philips has started an investigation of this complaint.